Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the pump was not delivering insulin accurately. A review of the history showed the total daily dose was not correctly recorded. The patient indicated having a blood glucose (bg) values ranging from 280 to 319mg/dl with no symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: during investigation, a review of the pump¿s black box history showed the first basal delivery was on 11/06/2013 and the last bolus was on 10/24/2013. The delivered boluses and basals added up correctly and total the daily insulin delivery rate. No alarms were recorded in alarm history. The pump successfully passed a delivery accuracy test; the pump was found to be operating within the required specifications and delivering accurately. No alarms occurred during testing. The issue of inaccurate delivery was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.